Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lot of issues with the infusion sets. She received no delivery alarms and the infusion sets were kinked. The customer also experienced high blood glucose levels. The customer's blood glucose levels were around 500-600 mg/dl. The product was not returned. Nothing further to report.